Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump excessively alarmed no delivery. Customer stated that the insulin pump has had some bent cannulas in the past. It was reported that customer is experiencing high blood glucose levels. However, the customer's blood glucose levels were not included in the report. Troubleshooting was done for high blood glucose. Nothing further reported.